Manufacturer narrative:
It was reported by the facility that a laryngeal mask, 'broke apart in a patient's mouth' during use. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a laryngeal mask, 'broke apart in a patient's mouth' during use.